Event description:
The pt was revised because of wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot number. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.